Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles spark during testing. The device was evaluated at the customer site by the philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was due to defective paddles. The issue was resolved by replacing the defective paddles and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that while performing the test, the paddles sparked. No patient involvement reported at this time.